Manufacturer narrative:
The service personnel (sp) inspected the ventilator and replaced the direct current (dc) - dc converter printed circuit board (pcb). The ventilator passed all test and calibrations after servicing. One dc-dc converter pcb was received by medtronic for failure investigation with no notable visible anomalies. The dc-dc pcb was att ached to the failure investigation test ventilator and error codes were recorded. Further inspection showed that components ds5 and ds6 were not lit. The fault was isolated to component u7. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon power on, a 980 ventilator screen did not display. The ventilator was not in use on a patient at the time of the reported event.